Event description:
It was reported patient with ¿abstinence signs¿. A catheter check was done (B)(6), perfect aspiration and injection possible (clear csf). A rotor study was suggested but the hcp decided to have an MRI investigation first because he was thinking about a granuloma. The hcp put the patient under intravenous substitution therapy with morphine. The patient was hospitalized. On friday (B)(6), a rotor study was performed, conclusion rotorstall. It was suggested to replace the pump asap. A pump replacement was performed on (B)(6). It was noted the patient was doing well after substitution therapy and with pump replacement. The pump was used to deliver morphine and bupivacaine. Additional information later reported the telemetry strips showed a motor stall occurred stopped pump period may exceed tube set. The motor stall occurred (B)(6) 2013 at 07:14

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. Pumphead deformed pump tube, overinfusion- undetermined root cause. As received pump was left running at simple continuous rate, 22 ml of fluid was pulled from the pump. Pump logs gathered and motor stalls and recoveries noted. A mention of a possible MRI was done. Pump was not stalled as received. Dispense accuracy testing reveled an over infusion at 300 ul/day rate. Infusion testing was to be performed but pump stalled and did not recover. Destructive analysis revealed some moisture present. A discolored, slightly hardened with loss of elasticity and deformed in shape pump tube when subjectively compared to other pump tubes. Lastly, shaft wear with dark residue was found on the upper shaft of gear 2. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.